Event description:
I started urinating blood on (B)(6) 2021,and saw my urologist dr. (B)(6) the next day. The doctor ordered tests, but on (B)(6) 2021 I went to the emergency room and was admitted to the hospital due to excessive bleeding, and a blood clot stopped my urine flow. On (B)(6) 2021 I was diagnosed with cancer in my right kidney. I had a 10 centimeter by 7 centimeter cancerous growth. I had robotic surgery to remove my entire right kidney on (B)(6) 2021. I was discharged from (B)(6) on (B)(6) 2021. I am currently being treated for my cancer by oncologist dr. (B)(6). I have been using a philips dreamstation bi-level pap since 2015, and became aware of the recall 2 days after my surgery. FDA safety report ID # (B)(4).